Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at zoll manufacturing for investigation. Electrode belt sn (B)(4) was returned to zoll manufacturing and device evaluation is currently underway. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing of the belt, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. There is no indication at this time that the device caused or contributed to the patient passing. Device manufacture date: monitor: 09/22/2015, electrode belt: 12/12/2010.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was conscious and sitting in bed and the patient's daughter witnessed the event. Review of the event indicates that the patient was appropriately treated at 22:25:40 on (B)(6) 2016. The rhythm at the time of treatment was ventricular tachycardia (vt) with a post-shock rhythm of bradycardia at 40 beats per minute (bpm). The patient received an additional inappropriate treatment at 22:26:02 with a rhythm of bradycardia at 40 bpm. Oversensing a small signal contributed to the false detection. The response buttons were pressed prior to the first treatment. The response buttons functioned appropriately. The patient then transitioned into asystole at 22:27:24 and the belt was disconnected. The patient passed away on (B)(6) 2016.